Event description:
Information was received from a healthcare professional of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was indicated that the system initially controlled the symptoms but lost effectiveness. The actions taken and event status was unknown. Additional information indicated the site deleted the system modification form on (B)(6) 2017 with no reason for deletion mentioned.